Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a loose drive support cap. The customer's mother stated that the insulin pump was making noise and was giving insulin. The customer's mother also reported that they experienced low blood glucose of 40 mg/dl. The insulin pump will not be returned for analysis.